Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, cracks were observed inside the edge of the iol after implantation in the patient¿s eye. The cracks were not located in the central area and did not affect vision; therefore, no replacement was performed. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis, the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).